Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow-up was received via medical records on (B)(4) 2009. The patient experienced burning leg pain and paraparesis. The patient had leg numbness and discomfort for a number of years and subsequently became wheelchair bound or walking short distances with a cane. The patient was hospitalized from (B)(6) 2009 through (B)(6) 2009 and was diagnosed with polyneuropathy, increased zinc levels and decreased copper levels. Nerve conduction studies revealed distal, motor axonal polyneuropathy affecting lower limbs with well preserved sural. Electromyography revealed denervation changes in tibialis anterior consistent with axonal neuropathy. The patient was treated with tramadol (ultram), gabapentin (neurontin) and copper supplementation via theragran m. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).